Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use in laparoscopic procedure of the rectum, with the first clip applier, the clip was placed "clip on clip" and the jaws became unable to open. The second clip applier was taken out and was used as usual, but the jaws did not open after firing and could not be released from the blood vessel. The jaws were opened forcefully and released and was able to be used. The procedure was completed with another device. The status of the patient was reported as no problem.